Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information from a durable medical equipment (dme) supplier inquiring about the device's sound abatement foam. An end user stated she has experienced headaches, a sore throat and was recently treated with antibiotics. The manufacturer requested the return of the device and all accessories for evaluation. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.